Manufacturer narrative:
The reported events were lead dislodgement and failure to extend the helix. The reported event of failure to extend the helix was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted. The measured full helix extension length was within specification. The cause of the reported event of failure to extend the helix was isolated to the helix being clogged with blood/tissue. The reported event of lead dislodgement could not be confirmed.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, it was observed that the right ventricular (rv) lead would not fix into the rv channel. When the rv lead was examined, it was noted that its helix would not extend. A new rv lead was used to resolve the event. The patient was stable with no consequences.